Event description:
Pt reported that, the therapy pads on their home unit were getting too warm, and returned it for evaluation. During evaluation of the unit, the duty cycle was found to be defective. There was no adverse event reported by the pt.

Manufacturer narrative:
Component failure of the duty cycle directly contributed to this adverse event. The design and functionality of anodyne's device does not suggest that there is an anticipated or "usual" frequency and severity of occurrence for the incident reported in our MDR's.